Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the introducer needle fractured while in the body. The customer¿s blood glucose value was 105 mg/dl. Customer assisted with troubleshooting. The customer reported that needle fell off. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected three opened/used partial sensors and unable to performed insertion test due to customer return only sensors complaint against serter, sensors and checked sensors tape for adhesive(sticky)anomaly, found all 3 sensors with little or nothing adhesive(sticky)material on tape. Unable to confirmed customer received enlite sensor in said condition due to customer returned sensors used.